Manufacturer narrative:
The inomax evolve ds (delivery system) and injector module were returned to the regional service center (rsc) for investigation. Although requested, the one-way valve in use at the time of event was not returned by the customer. Review of the device's service log verified the low no - alarm and injector module failover on alarm reported by the customer. The returned device was powered on at the rsc and displayed the pre use checkout screen with no active alarms. The rsc initiated delivery of 9.3 lpm o2 flow into einoblender, and the device delivered auto dose of 20 ppm no and monitored 18 ppm no with 0.4 ppm no2. The rsc stopped flow into einoblender and delivered 15.5 lpm o2 flow into the customer returned injector module and set dose to 20 ppm no. The device delivered as expected with no low no - alarms experienced during testing. The customer complaint was not reproduced during testing of the returned evolve ds and injector module. At the time of this report, the analysis and investigation of the device is still in progress. A final report will be submitted once the investigation is complete. (B)(4) (B)(6) 2026.

Event description:
The customer contacted mallinckrodt to report they experienced an injector module failover on alarm followed by a low no alarm with their inomax evolve ds device while a patient was receiving inhaled nitric oxide (no) therapy. The customer stated the inomax evolve ds was being used in conjunction with a bunnell jet ventilator and was operating within specification. The customer reported the staff decided to place the patient on the sensor medics high frequency oscillator ventilator (hfov). The customer stated after they placed the patient on the hfov with the evolve ds, the injector module failover on alarm occurred followed by a low no alarm. The customer reported the set no dose was 20ppm with a monitored no value of 0.2ppm. The customer stated when the alarm occurred the patient's oxygen saturation decreased to 30% and continued to decrease to 24%. The customer stated the patient's heart rate was 124, bp was 60/34, mean arterial pressure (map) was 43 cmh2o. The patient at the time was receiving insulin, fentanyl, and vecuronium (paralytic agent). The customer changed the one-way valve which resolved the alarms and the device functioned without further issues. The customer reported the patient's oxygen saturation came back up to 89% which is the baseline. The customer believed the event was life threatening due to the nature of the patient's critical condition. The inomax evolve ds device was returned for investigation.

Manufacturer narrative:
The device was used for treatment. The complaint is reportable as a MDR as the adverse event was considered life threatening. No trend was detected for the serial number reported in this complaint. Trends were reviewed for complaint categories, injector module failover on, low no alarm and low oxygen saturation. No trends were detected for these complaint categories. At the time of this report, the analysis and investigation of the device is still in progress. A final report will be submitted once the investigation is complete. Adverse event term: low oxygen saturation (B)(4). (B)(6) 2025.